Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regz1729 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that upon activating the push button safety, the needle failed to retract into the safe position. Insertion was aborted and the clinician disposed of the device in sharps disposal. No clinician or patient harm reported.